Event description:
It was reported that the device failed to deploy after the doctor was exchanging wires and tried to advance the delivery system without a wire. The device kinked right before the stent and the doctor was not able to deploy the stent. The procedure was completed with a new delivery system and device and it was deployed without difficulty. No injury to the patient wsa reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing inspection of this product, and the product was found to have met all specifications prior to shipment. The safety clip was noted to be missing on the returned sample. The distance from the y-adapter to the pin vise handle was 146mm. The swivel nut and the threaded pin were broken off the pin vise handle and pushed forward to the y-adapter. The tuohy-borst adapter was opened. The 2-way stop cock was closed. The outer sheath was elongated at the catheter reinforcement and kinked. The pebax tip protruded 15 mm from the outer sheath. The stent graft was shifted distal in the tip by 1 mm. The outer sheath was bent slightly proximal from the stent graft. A patency test was performed successfully with a .035 " bard guide wire. As described by the user, the guide wire was removed during the procedure. The system showed, as described, a kink proximal from the stent graft. The current IFU for this device states: "warnings: an appropriate guide wire is required before introduction of the stent graft delivery system into the body. The guide wire must remain in place during the introduction, manipulation, and eventual removal of the deployment system." The removal of the guide wire during the procedure lead to the kink in the system and therefore to the failure of the product. Therefore, the complaint is user related.